Event description:
It is reported in the literature article titled "cap-assisted endoscopic mucosal resection is highly effective for nonpedunculated colorectal lesions" that 13 patients experienced adverse events (ae) during or following procedures using an olympus disposable electrosurgical snare. Aes experienced were as follows: bowel perforation (n-5), intraprocedural bleeding (n-5), and delayed bleeding (n-3).